Manufacturer narrative:
E1 - (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the light is not turning on was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source had the light is not turning on. The event occurred during service and maintenance. There was no patient involvement.